Event description:
During a percutaneous coronary intervention (pci), performed via radial approach, the physician attempted to image the lesion with an intravascular ultrasound (ivus) catheter. The 90% stenosed and severely calcified lesion was located in the right coronary artery (rca) proximal and the ostium of the rca was tortuous. The lesion was attempted to be pre dilated with a balloon, however, the balloon did not expand well. The physician felt resistance while trying to advance the catheter into the lesion and was unable to cross the lesion. During the attempt to withdraw the catheter from the patient, no resistance was felt, however, the tip separated; this was confirmed with radiography image. The detached tip remained in the patient at the lesion location. The physician attempted to retrieve the tip, however, the tip migrated during the process. The physician then performed a coronary angiography (cag) and the tip was located in the left antebrachial region. The physician used forceps to successfully remove the tip from the radial. The patient was reported to be in "good" condition.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). The plunger, suture, link, needles, and cuffs were not returned, which limited the investigation. Evaluation of the returned device components revealed no abnormal observations that could contribute to the reported needle-to-cuff miss event. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause for the reported cuff miss experience related to the device could not be determined. The most probable root cause for the reported cuff miss is possibly needle deflection during plunger deployment due to a failure to maintain a stable position of the device with respect to the tissue tract or the patients anatomy. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.